Manufacturer narrative:
The device was not returned for evaluation therefore no visual inspection, functional testing and dimensioning testing could be performed. Imagery was returned for review and revealed the following: calcification is present in the patients access vessel. Tortuosity is present in the patients access vessel. Undersized vessel region is present within patients access vessels . The 14f sheath is indicated for vessel diameters 5.5mm. A device history record DHR review was performed related to the manufacturing of the devices and components that could potentially contribute to the complaint and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the work order was performed and revealed the following complaints related to the event: withdraw sheath from access site inability to remove sheath and withdraw sheath from access site difficulty removing sheath the instructions for use IFU and training were reviewed esheath+ IFU, preparation manual and procedural manual. Based on the review no IFU or training deficiencies were identified. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint withdraw sheath from access site inability to remove sheath therefore a manufacturing mitigation review is not required. Review of manufacturing mitigation for introduce and navigate system through sheath access vasculature resistance between system components inability to advance through sheath is captured in an existing technical summary. A complaint history review was completed; an existing technical summary is applicable to complaint introduce and navigate system through sheath access vasculature resistance between system components inability to advance through sheath. The complaint withdraw sheath from access site inability to remove sheath was unable to be confirmed, therefore a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for introduce and navigate system through sheath / access vasculature resistance between system components inability to advance through sheath was unable to be confirmed due to no imagery/device provided. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create suboptimal angles that can lead to noncoaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per follow up, tortuosit in the iliac right iliac arter were causing the inabilit to advance the valve. Calcification can reduce the vessel lumen diameter and ma increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of suboptimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per follow up, calcifications in the iliac right iliac artery were causing the inability to advance the valve. Undersiyed vessels e.g. Due to anatomical variation, preexisting stent or graft, scar tissue, or fibrosis can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Per imaging evaluation, undersiyed vessels were noted in the patients access vessel.the presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. The technical summary also outlines the extensive manufacturing mitigations inplace to detect a defect or nonconformance associated with this issue. There are several 100% inprocess inspections visual performed in manufacturing process and product verification testing functional and visual on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing nonconformance contributed to the complaint. In addition, assessment of the detailed instructions for use IFU, device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations from manufacturing and the IFU/training manual as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors calcification, tortuosity, and undersiyed access vessel may have contributed to the reported event. Fir complaint withdraw sheath from access site inability to remove sheath, this was unable to be confirmed without the returned device or procedural imagery. A review of the DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported the decision was made to abort the case and bring the patient back at another date for an alternative access approach. The 14fr. E sheath and the 26mm delivery system needed to be removed as one unit and the decision was made to perform a femoral cutdown to gain control of the artery while removing the sheath, valve and delivery system. Per imaging evaluation, tortuosity, calcification figures 1 and 2 and undersiyed vessels figure 1 were noted in the patients access vessel right femoral artery. Tortuous patient anatomy can create suboptimal angles that can lead to noncoaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of suboptimal angles during delivery system insertion that may lead to resistance. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. These factors create a challenging pathway for the sheath and delivery system during insertion and removal, the presence of multiple factors can compound and increase the resistance and difficulty during removal likely leading to the inability to remove sheath as reported. As such, available information suggests that patient factors calcification, tortuosity, and undersized access vessel may have contributed to the reported event. Since no manufacturing nonconformances or labeling and IFU and training deficiencies were identified, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective and preventative actions CAPA nor product risk assessment pra escalation are required.

Manufacturer narrative:
Investigation is ongoing device not returned h3 other text : device not returned.

Event description:
As reported, a 8mm shockwave balloon was used to re-dilate the right common iliac artery and a new 14fr. Esheath was inserted and successfully passed the right iliac artery. The valve was inserted and could not pass through the right iliac artery section due to calcium and tortuosity so the decision was made to abort the case and bring the patient back at another date for an alternative access approach. The esheath and the delivery system needed to be removed as one unit and the decision was made to perform a femoral cutdown to gain control of the artery while removing the sheath, valve and delivery system. During the attempted removal of the entire system the patients blood pressure dropped and patient began to code, chest compressions were performed and an angiogram performed showed that the right external iliac was ruptured. The decision was made to insert an aortic balloon in the abdominal aorta and inflate it to occlude blood flow to the right common iliac while they performed an abdominal cutdown to repair the right common iliac. The patient continued to code, blood pressure was never re-established and the patient expired. Per additional information, when the commander delivery system was inserted through sheath, were causing the inability to advance the valve.